Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and a battery out limit. Blood glucose level at the time of the incident was 259 mg/dl. The customer later reported that the insulin pump had another low battery alert and a failed battery test. Customer also reported that the device's display went blank. Blood glucose level at the time of the incident was 90 mg/dl. The customer was sent a replacement battery cap and will not return the device for analysis.